Event description:
Potential for injury associated with the release mechanism for the fold down back being loose on a tran19fr transport wheelchair. This may contribute to a backwards falling injury should the mechanism not hold.